Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no sensing event was showing in the marker channel, which made it difficult to determine whether or not the implantable cardiac monitor (icm) experienced undersensing during a detected true pause episode. The icm remains in use. No patient complications have been reported as a result of this event.